Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer single piece lens, +14.5 diopter, but the lens slipped out of the incision when the surgeon removed the injector. Another same model lens was implanted with no problems. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.